Event description:
Doctor started laparoscopic procedure and patient received a burn on the stomach. The burn was more a char. The area where thermal injury occurred was imbricated using interrupted 2/0 silk suture in a leinbert pattern. The sutures were all placed and then tied and secured after they all had been positioned. In addition, a tongue of greater omentum and lesser omentum was placed over this area and secured with tails of the silk suture (graham pattern). Tissue fibrin sealant was then applied to this region.

Manufacturer narrative:
Megadyne initially determined the event was not reportable since the user facility indicated the injury was superficial and they did not consider it to be reportable. On receiving further information regarding treatment of the wound, megadyne now believes the extent of medical/surgical intervention constitutes a serious injury. Inspection under magnification confirmed evidence that indicates the high frequency current intended for cutting and coagulation exited through an area of insulation damage on the distal portion of the shaft. Review of the manufacturing process revealed the potential for a fixture to be set up incorrectly thus compromising the integrity of the insulation in the same area. The operator was trained to use a visual indicator for proper set up of the fixture. The product labeling instructs the user to discard a damaged electrode and the damage is visible to the naked eye. In simulated use testing, we could only reproduce the failure by allowing the area of damage to contact or come in close proximity to tissue when the tip was activated away from target tissue. The IFU cautions the user to activate the electrode only if it is in contact with or close proximity to the target tissue to avoid unintended tissue damage.